Manufacturer narrative:
(B)(4): the customer stated that the power supply needed to be replaced. There was no reported patient involvement. The customer evaluated the device and confirmed the failure. The fault was traced to a faulty ac power module. The customer ordered a new ac power module to resolve the failure. The device passed all performance assurance tests and was placed back into use.

Event description:
The customer stated that the power supply needed to be replaced. There was no reported patient involvement.